Event description:
It was reported that the lead could not be positioned due to difficult venous access. The lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however, there was blood on the proximal conductor, the outer insulation had a cut and was breached, there was blood on the helix mechanism, and the lead appeared to be damaged at implant. The full lead was returned and analyzed.